Manufacturer narrative:
This report includes information previously submitted as part of the alternative summary report filed on 2017-01-26 by medtronic under expired asr reporting authorization number e1997043 and includes supplemental information received by medtronic. Any additional information received regarding this device report will be submitted as a supplement to this report. Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years 11 months post implant of this pulmonary bioprosthetic valved conduit, the device was replaced valve-in-valve with a transcatheter pulmonary valve (tpv) due to regurgitation. No further adverse patient effects were reported. Medtronic received additional information that the reason for replacement was mild to moderate stenosis and not regurgitation as pre viously reported. No additional adverse patient effects were reported.